Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist: battery compartment) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2017 with the following findings:a review of the black box showed frequent low battery warnings. The pump electrical current draws were tested and were within specifications. The battery compartment was cracked alongside the pump. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened and no further moisture was found. (B)(4).